Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis as of the date of this report. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that after a da vinci-assisted prostatectomy surgical procedure, at the end of the procedure, a broken maryland bipolar forceps steel cable was observed. The instrument had two lives. The procedure was completed with the same instrument with no reported injury and no delays. No fragment fell into the patient.